Manufacturer narrative:
Product analysis conclusion: the reported stent graft infolding and proximal endoleak were confirmed on the films provided; however, the cause of the events cannot be conclusively determined. Angiograms from the index procedure showed one suprarenal strut bent toward the stent graft lumen. The angiograms did not capture the exact moment of deployment or during removal of the delivery system, but it is possible that the tip of the bifurcate delivery system may have been caught in the suprarenal stent during removal, given the ~80 degree infrarenal neck angulation, therefore potentially leading to the small infolding observed and a proximal inadequate seal, causing the type ia endoleak. Additional information received: it was noted that the aortic neck was conical, with a diameter ranging from 27-32 mm over a 15 mmlength and exhibited moderate calcification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was reported that the site identified a type ia endoleak on follow-up imaging performed 3 days a fter the index procedure. Corelab also identified a type ia endoleak along with stent graft infolding on the same follow up imaging date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: the site confirmed that infolding of the main body graft occurred. It was reported that a stent strut was most likely bent during removal of the delivery system, resulting in the type ia endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 3 days post the index procedure where a endurant ii stent graft system was implanted to treat an aaa, a ia endoleak was observed. No new adverse events were reported, and no additional medical intervention was required to prevent permanent injury or impairment. The sponsor assessed the ia endoleak as possibly related to the index procedure and the device.

Manufacturer narrative:
It was noted that corelab noted a stent graft infolding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info received; it was clarified that corelab identified a stent graft infolding at approximately one month after the index procedure.the sponsor assessed the infolding as related to the device and procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.